Event description:
Procedure type: lap chole. According to the reporter: during surgery, while using the device a piece of the seal fell into the patient cavity, however, it was retrieved. Since the forceps were inserted into the port, it did not allow the air to leak out and the procedure was continued with the same device. There was no tissue damage nor bleeding. The operating time was not extended as a result. No patient injury was reported. Patient status is ok.